Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy. According to the complainant, during the procedure, after advancing the device to the target tissue, the clip assembly was "clipped down on the tissue." However, once performed, the clip assembly was not able to be opened to reposition. At this time, the decision was made to complete the deployment, but the clip assembly failed to release from the delivery catheter. The device with attached clip was withdrawn from the patient and removed from service, and then the procedure was completed using a second resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy. According to the complainant, during the procedure, after advancing the device to the target tissue, the clip assembly was 'clipped down on the tissue.' However, once performed, the clip assembly was not able to be opened to reposition. At this time, the decision was made to complete the deployment, but the clip assembly failed to release from the delivery catheter. The device with attached clip was withdrawn from the patient and removed from service, and then the procedure was completed using a second resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was mashed onto the bushing. Functionally, the clip assembly could not be deployed and the prongs could not be opened or closed. In addition, a kink was present in the control wire. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.